Manufacturer narrative:
This report is being amended to reflect changes. The instructions for use included with the gauge states "do not subject instruments to high loads and/ or impacts as breakage can occur." As returned the depth gauge is fractured and missing approximately 3/4 of an inch of the gauge hook. Aside from the fracture the remaining portion of the gauge hook is bent, additionally the diameter was checked and is within specification. Overall the gauge exhibits wear and scratches indicative of it use in the field. Review of the device history records did not find any deviations or anomalies. The gauge was used for treatment. No other complaints of any type have been reported for this lot gauges. Based on its lot number the gauge has an approximate field age of 6 years and 9 months. With the provided information an exact cause could not be determined. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
Is reported that the depth gauge broke off in the patient's shoulder. The piece was unable to be retrieved.

Manufacturer narrative:
This report will be amended when our investigation is complete